Manufacturer narrative:
Date of report: 10jun2019. Date rec'd by MFR: 28may2019. Correction: upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report # 2031642-2019-02880 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. The manufacturer¿s international service technician confirmed the reported alarm issue and replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician discovered an alarm led failed (e/c 1105) in the event log. There was no patient involvement.